Event description:
An educator reported that a patient was experiencing an issue with a fill estimate. Technical support was unable to troubleshoot the problem initially because the patient was with a healthcare provider. Troubleshooting could not be completed as neither the patient nor the pump was available with the caller. The caller planned to contact technical support again in the afternoon and mentioned experiencing another issue. Technical support sent a follow-up email and closed the case, but it was unclear what resolution, if any, was reached. There was no reported impact on the customer¿s blood glucose level.